Manufacturer narrative:
An initial medwatch is being submitted for this part and lot number, which was identified during the device evaluation; the distributor did not report this lot number. Review of the device history records show that the lot was released with no recorded anomaly or deviation. The caution in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product identities were confirmed in the evaluation. The bits were visually evaluated and found to show signs of normal use. Using a vision system, the connection end of the bits was dimensionally measured for the features that retain the bit in the iq driver. The dimensions were found to be within specification. The complaint was unconfirmed as the bits are within specification. The most likely underlying cause of the complaint was determined to be that the iq driver being used with the bits had a worn collet. This is report four of four for the same event. Reports one through three are reported on MFR #: 0001032347-2017-00056 through 0001032347-2017-00058.

Event description:
It is reported that during a procedure, blades and drills could not be locked in the driver, so they came out of the iq driver. It was asked if the event occurred prior to being used in the patient. The answer, "it is unknown," was provided.